Event description:
Edward¿s received information this 25mm mitral valve, implanted for approximately four years and two months, (49.77 months), was explanted due to mitral regurgitation. No other information provided.

Manufacturer narrative:
Probable cause for reported regurgitation could be confirmed by visual observation. Minimal host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 5mm. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 9mm. Host tissue was minimal to moderate at the stent inflow and heavy at the stent outflow. Host tissue fused leaflets 1 and 3 at commissure 1 by approx 4mm and leaflets 1 and 2 at commissure 2 by appox 5mm, both on the outflow aspect. Host tissue at commissure 2 lead to a gap between leaflets 1 and 2. Moderate calcification was observed on the free margin of leaflet 1, minimal to moderate calcification was observed on the free margin of leaflet 2 and minimal calcification was observed on the free margin of leaflet 3. Thickened and swollen tissue was observed on all three leaflets at commissure 1 and 3. The x-ray demonstrated calcification, no visible damage to wireform. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Device history record (DHR) review is in process. The product evaluation is in process. No additional patient information has been provided. There are many factors that could result in the need to explant and replace a valve, the most common of which are regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. This device was reportedly explanted due to regurgitation. Patient is reported as under treatment at (B)(6) 2013. Device was sent to hospital pathology and then routed for return to edwards for evaluation. No additional patient information has been provided. Evaluation of device is pending receipt in the eval lab. Supplemental report will be submitted as soon information is learned.

Manufacturer narrative:
R and d histology report discussion and conclusion: this valve was reportedly explanted after approximately 4.1 years due to mitral regurgitation. Severe host fibrotic tissue overgrowth on the inflow surface of the leaflets near the frame of the valve is evident by visual observation and confirmed by histology. Mild to moderate leaflet tissue calcification was confirmed by x-ray imaging and histology analysis. Although no functional testing was performed, the severe host tissue overgrowth and leaflet calcification most likely contributed appreciably to the reported aortic regurgitation. Host fibrotic tissue (pannus) growth is considered a part of the local host response to the initial tissue injury during surgery and as well as an ongoing response to the implanted device. The process usually results from acute and chronic inflammation, which can be triggered by trauma, a foreign body reaction, infection, or other immune responses to the implant. As such, it is extremely difficult to predict the occurrence and severity of pannus overgrowth, and the resultant pannus deposition is highly variable among patients. The exact cause of the significant host tissue overgrowth was not evident in the histological samples examined. Since the mechanism of host tissue growth with bioprosthetic heart valves is still not fully understood, the specific root cause for the host tissue overgrowth on this valve cannot be determined at this time. Nevertheless, in mitral valve replacement procedures, pannus can originate from the preserved subvalvular apparatus, which contain abundant collagenous protein-producing fibroblasts and myofibrolasts. Although the root cause of host tissue overgrowth observed in this particular valve cannot be determined with certainty, it seems likely that the preserved native mitral apparatus may have contributed to the early initiation and/or growth of the relatively severe pannus overgrowth on this valve.